Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 630g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported crack on the pump, reservoir sometimes coming out of the insulin pump, clock sometimes goes very fast, battery lasting less than expected. Troubleshooting was performed and found that pump had a physical damage at retainer ring. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. The time/clock was monitored for 3 days and no gain in time noted. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 5/23/2023 5:39:00 pm in the history files. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, faded serial number label, corroded battery tube, and minor scratches on lcd window. No low battery alert noted during analysis. However, unit received with corroded battery tube. No time clock anomaly noted during analysis. Confirmed cracked battery compartment, scratched case, missing retainer ring, and minor scratches on lcd window during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.